Event description:
The report received indicated that during a coronary procedure, the balloon could not be deflated. The physician pulled out the balloon from the patient; there was no report of injury to the patient.

Manufacturer narrative:
The product is available for evaluation; however, as of to date, it has not been returned. Additional information has been requested and will be submitted within 30 days upon receipt.